Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and archive data review. The root cause of the ua07 was due to failed load cell module 2. The cracked covers and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in july 2015 and is more than 7 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed cracked on the top cover, front and bottom enclosures and a bent battery lock. The observed damages are appeared to be the characteristics of user mishandling, such as a drop. The damaged covers and battery lock needs to be replaced to address the observed physical damages. In addition, unrelated to the reported complaint, further visual inspection revealed a sticky clutch. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely due to the age of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The archive data indicated several ua07 errors near the reported event date, thus, confirming the customer's reported complaint. Also, in the archive and unrelated to the reported complaint, ua12 (lifeband not present), ua45 (not at "home" position after power-on/restart), (ua20 (position out of range), ua02 (compression tracking error) and ua18 (max take-up revolutions exceeded) advisory messages. The ua12, ua45, ua20, ua02 and ua18 advisory messages, observed in the archive data, were cleared by the customer and were not replicated during functional testing at zoll. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) is not resolved properly, it leads to ua20 because the driveshaft is not restored at its "home" position. To clear a ua20, return the driveshaft to its "home" position using the platform's administrative menu. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 indicates that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform failed initial functional testing due to ua07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated that single-point load cell module 2 was defective. The single-point load cell module needs to be replaced to address the reported complaint. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with sn (B)(4). (B)(6) was reported on (B)(6) 2018, and the load cell was found defective, and it was replaced.